Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was surgically capped/abandoned (the lead remains implanted but out-of-service) due to increasing thresholds. Another lv lead was successfully implanted. Besides intervention, there were no other adverse patient effects reported.